Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 6.5 inr/10.2 inr 2) 7.5 inr/>11 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The strips are all gone, so no product will be returned for evaluation.

Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The caregiver (cg) stated he tried to connect the bags using the cxd and the spring broke, so the cxd would not put the spike into the bags. The technical service representative (tsr) explained swapping the machine. There was no patient injury or medical intervention indicated at the time of the initial report.